Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 3.0mmx16mm, eccentric, restenotic target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and mildly calcified middle and proximal left circumflex artery. After a 6f non-bsc guide catheter and a non-bsc guide wire were crossed the lesion, pre-dilation was performed resulting to 95% residual stenosis. A 3.00 x 16 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the tip of the stent itself was found to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.